Event description:
Additional information was provided that a revision procedure was performed, and the physician elected to keep this lead in service.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited noise on the right ventricular (rv) channel. The noise was oversensed and resulted in pacing inhibition. The patient's left ventricular lead exhibited high pacing thresholds. The noise could not be reproduced with isometrics, or pocket manipulation. A technical services (ts) consultant discussed several troubleshooting and programming options. At this time, no further information is available and attempts to obtain additional information have been unsuccessful. Additional information was provided that the lead continued to exhibit episodes of noise and oversensing. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
As of today, the available information suggests the lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.